Event description:
Device issue: failure to deploy - needle. Time of device issue: during vessel closure. Adverse event: surgical removal. It was reported that a physician in training in the use of the prostar xl device attempted arteriotomy closure of a heavily tortuous right superficial femoral artery after an interventional procedure. Reportedly, the barrel of the device was not advanced sufficiently into the vessel and during needle deployment, one of the needles deployed through the flex-sheath. During an attempted needle back-down the needle that deployed through the flex-sheath did not return into the needle guide. A surgical cut-down was performed to remove the needles. The vessel was surgically sutured to achieve hemostasis. There were no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
(B) (4) - improper or incorrect procedure or method; pt selection, indication for use, failure to follow steps / instructions - (B) (4). The device has been received; however, the investigation is not yet completed.